Event description:
A surgical technician reported that an intraocular lens (iol) was exchanged due to a tear in the nasal haptic. In a f/u phone call with the surgical technician, she reported the surgeon noted the iol was decentered at a postoperative visit. He took the pt to surgery to perform an iol rotation, but noted at that time that the haptic was broken and exchanged the iol for the same model lens. The use of an unapproved viscoelastic was reported. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was torn in the gusset area, but still attached. Both haptics were bent in the distal area. The optic had scratches and the optic was torn/split/cracked from the optic edge to the center (cut). While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There has been one other complaint reported in the lot number. The use of an unapproved viscoelastic was reported. Add'l info was requested on 11/17/2010 and 11/22/2010 by phone, fax, and mail. A completed questionnaire has not been rec'd. Add'l info was rec'd in a f/u phone call on 11/22/2010. (B)(4).